Manufacturer narrative:
(B)(4). Device was not returned. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that before an unknown procedure, the customer states that one each from the box was punctured prior to use. There were no patient consequences. It was not noted how the case was completed.